Event description:
Pt arrived in the cath lab for left heart cath with possible ptca at 1504. Pt was alert and oriented, pain free with vital signs 177/93 pulse 110. Blood pressure ranging from 177/93 to 149/90 until 1538. Heart cath procedure began and at 1529 a 6.5 fr. Sheath was introduced into the artery. Physician observed an occlusion of the left circumflex coronary artery. Proceeded to prepare for ptca. At 1538 pt began to complain of back pain. Pt medicated for pain with dilaudid 1 mgm ivp. While medication being administered the left coronary guide catheter was introduced into the left main and the pt began to complain of chest pain. The pt immediately became symptomatic, with b/p dropping 96/52. The pt became unresponsive and a "code blue/medic" was called. Multiple medications including epinephrine 1 mgm time 3, sodium bicarborate 1 amp, atropine 1 mgm times 2, lidocaine 100 mgm ivp, lidocaine drip and levophed drip were administered. Death was pronounced at 1644. Cause of death listed as sudden occlusion of left main stem artery and myocardial infarction. All medical equipment in use has been sent to MFR for evaluation. No indication this pt's death is related to equipment malfunction.